Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated a dell x50 vns computer would not maintain its charge and the battery would rapidly deplete. The dell x50 computer and flashcard have been returned and are currently in product analysis.